Event description:
Healthcare professional (hcp) later reported "2 months post jaw filler patient goes to ER for incision and drainage, then a month later had incision and drainage at office. Purulent drainage, red, hard." Hcp noted treatment "incision and drainage done twice, antibiotics prescribed from reflex to augmentin, prednisone twice."

Manufacturer narrative:
Additional, corrected, and/or changed data: b5, b7, h6, h8.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) called in to report that a patient was injected with juvéderm® volux¿ xc in the marionette lines and jawline. During a follow-up call with the patient they reported that they had an abscess. The patient was currently seen in the office and was treated with hylenex. The patient is currently taking zestril and zetia. No further information was provided.